Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station exceeded the 300-patient cache limit, which prevented patient summaries from loading and caused slowness. The field service engineer reviewed debug logs and advised the customer to create dedicated areas for each device to reduce patient list size and improve performance. Multiple follow-up emails were sent, but no response was received from the customer, so the case was closed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es station was slow on log in and between screens. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.